Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb port appears to be loose and the pump could not be charged. There was no reported impact to the customer's blood glucose level. Customer indicated they would consult with their health care provider to obtain back up therapy.